Manufacturer narrative:
E1: (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while the user attempted to advance the 5f mynx control vascular closure device (vcd) through the sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. The sealant was exsposd due to the split. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU). The deployer was mynx certified. The device was prepped per IFU without difficulty, the storage temperature did not exceed 25 °c, and the device was purged of air and removed from the package according to IFU. No unusual force was applied during sheath retraction, and no kinks or damage were noted to the sheath or device after removal, including no damage to the button. The device was used in the femoral artery at the common femoral artery (cfa) access site. The vessel diameter was verified to be =5 mm, with little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using another mynx device.the device will be returned for evaluation.